Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing inhibition of pacing. It was noted that the atrial lead exhibited high capture threshold and noise oversensing causing pacing inhibition. The atrial lead was capped and replaced. The patient was in stable condition afterwards.